Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no information to indicate use of the device with positive in culture test in treatment and/or diagnosis. Since the second culture test resulted in negative, the user did not send the device to olympus for evaluation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. The following is included in the device IFU (instructions for use): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing and follow up with the customer is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for 29 colony forming units (cfus) of aerobic mesophillic micro-organisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.